Event description:
Report received of a pump powering off during patient use. The pump was returned to the biomedical department from the ICU, with an unsigned note that stated,"pump was infusing lactated ringers and it kept shutting off by itself." No tracking information was provided; therefore specific patient information, pump programming, or event details were not available. Though requested, no additional information was provided.